Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the text on the display screen was found to be dim/faded, discolored and difficult to read. The display was replaced with a test screen and was found to function properly with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.